Event description:
It was reported to philips that the biomedical engineer needs to adjust the gain on the device. The device has increasing interference. The customer has replaced some leads. There was no reported patient involvement/adverse patient impact.